Event description:
The device was used during a procedure on the rectum. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to complete the procedure. The hospital has reported no pt injury occurred.